Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia with crack at the battery compartment of pump. The customer reported blood glucose value of 189 mg/dl. The reported hyperglycemia was treated with manual bolus. The reported hypoglycemia was treated with glucose tablet. The event involved products mmt-1884, mmt-397a and mmt-332a. Troubleshooting was partially performed. The customer has used the insulin pump within 48 hours of the reported event. The customer has not used the auto mode/smartguard feature at the time of the event. The damage has impacted the pump's functionality. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Unit was downloaded successfully using thump software and carelink. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that no relevant alarms were recorded to confirm harm code. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly, and no moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: unit was received with pillowing keypad overlay, stained keypad overlay, scratched case, and cracked battery tube. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when a cracked battery tube compartment was found. No anomalies noted during download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.